Event description:
Balloon at the end of catheter did not inflate. When the physician attempted to remove catheter, it became stuck at the sheath. Physician advanced catheter in an attempt to release stent. When unsuccessful, the physician removed the delivery system and the balloon was noted to have broken off system. The balloon and stent remained in the vessel. The balloon and stent were retrieved from within patient using a snare device. The patient tolerated the procedure but a stent was never placed.===================== health professional's impression======================balloon did not inflate and then broke off the delivery system while in vessel.